Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease for an angioplasty procedure. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.00 x 16 mm target lesion was located in the non-calcified left anterior descending artery. The 3.00 x 16mm promus premier select drug-eluting stent was deployed at nominal pressure and after deployment, a dissection was noted on the distal edge of the stent. The physician covered the dissection with another stent to complete the procedure. The patient condition following the procedure was stable.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease for an angioplasty procedure. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.00 x 16 mm target lesion was located in the non-calcified left anterior descending artery. The 3.00 x 16mm promus premier select drug-eluting stent was deployed at nominal pressure and after deployment, a dissection was noted on the distal edge of the stent. The physician covered the dissection with another stent to complete the procedure. The patient condition following the procedure was stable. It was further reported that the lesion was predilated with a 2.50 x 9 semicompliant balloon dilatation catheter, which compressed the plaque up to 50%. The stent delivery balloon was inflated at nominal pressure at 11 atmospheres. The dissection occurred before post dilatation. A 3mm x 8mm nc balloon was used after the second stent implantation.

Manufacturer narrative:
Age at time of event: 18 years or older.